Event description:
The reporter contacted lifescan (lfs) on behalf of the patient alleging that his one touch ultra meter was prompting the error 5 message. The medical affairs specialist spoke with patient's daughter to obtain additional information. They were unable to provide any other information and reported that the patient was currently doing fine. He did not experience any symptoms of high or low blood glucose level during the time of concern. He took insulin and reported visiting his physician; however, no treatment was received at the office. The patient only received diabetes treatment advice from his physician. A surestep flex meter read 205 mg/dl two days prior to calling lfs and 80 mg/dl the day he contacted lfs. The patient neither alleged harm nor experienced injury. The customer care representative (ccr) discovered that the error message was caused by incomplete window fill of the test strips. The ccr walked the reporter through proper testing techniques with two different vials of test strips and the meter prompted the error 5 message. Based on the troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.